Manufacturer narrative:
G4:25mar2021. B4:02apr2021. H11:b5: customer had concerns the unit was presenting disconnect alarms without being disconnected and requested onsite preventative maintenance (pm). H10: a philips field service engineer performed an annual pm the device was tested per the service manual all tests passed device released for use. No failures identified the device met product specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27aug2020.

Event description:
The customer reported staff is complaining about disconnect alarms without being disconnected. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.